Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the oxygen (o2) sensor to resolve the issue. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.

Event description:
It was reported that, the ventilator became inoperable and stopped cycling. There was no patient involvement.

Manufacturer narrative:
(B)(4).